Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. It was reported the syringe has a black looking spot. To aid in the investigation, two samples in sealed packaging blisters and one photograph was received for evaluation by our quality team. A visual inspection was performed, and the syringe barrel flanges have embedded degraded resin. The photograph provided shows one of the samples received. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 302832, lot 5183094. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe 30ml ll s/c 56 had foreign matter. The following information was provided by the initial reporter: material#: 302832. Batch#: 5183094. Verbatim: rcc received a complaint via email. Ref: 302832 30ml luer-lok syringe, lot:5183094. Syringe has a black looking spot, could be burnt or mold. We use them for sterile compounding, didn't want to risk opening it if it were mold.